Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in the emergency room due to a 3d heat block. The patient cardiac arrested. Upon device interrogation, it was noted that the rv lead exhibited loss of capture due to fracture. The rv lead was capped and replaced on (B)(6) 2018. During procedure the patient was stable. The patient recovered well post-operation.